Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level of less than 50 mg/dl. Reportedly, customer over corrected for a prior bg level. Bg was addressed via consumption of glucose and protein. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.